Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and reported that iol was exchanged for the same lens model but one diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol and there was no patient harm, patient issues resolved.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision. The lens was exchanged for another lens model 1 month 19 days following the initial procedure. Clinical reason for explant was mentioned as vision is more nearsighted than expected. Additional information has been requested.